Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an unspecified procedure using a flexor ureteral access sheath and dilators, the device frayed upon removal from patient. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the instructions for use and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. No device lot was provided, so no device history record or complaint history review could be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the quality control procedures. Current controls are in place to mitigate the occurrence of device failures by inspecting for device set functionality prior to device distribution. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure using a flexor ureteral access sheath and dilators, the device frayed upon removal from patient. No adverse events have been reported as a result of the alleged malfunction.